Event description:
It was reported that the patient presented for a right ventricular lead revision, as the lead was not capturing or sensing. Fluoroscopy revealed that the lead had dislodged to the tricuspid valve. The physician attempted to reposition the lead, but the helix was unable to extend so the lead was explanted and replaced. Outside of the body, the physician noted that there was tissue on the helix. The patient was in stable condition throughout with no symptoms noted by the patient.